Event description:
Oversensing on the right atrial lead causing possible inappropriate mode switch. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).